Manufacturer narrative:
Concomitant medical products: product ID: 3387-28, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3387-28, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4). Analysis of the foreign material found in the boot found that it was a piece of white silicone rubber from the boot molding process. The boot itself was used in the procedure and was therefore not returned.

Event description:
It was reported that there was a ¿contamination of foreign material inside the package¿ during a new dbs (deep brain stimulation) ¿one shot operation¿. It was reported that the foreign material would be sent for analysis. It was stated that in the attached picture there was a ¿small patch that looked like a white ¿p¿. Additional information received reported that after implanting the lead, while connecting the lead and extension, the boot wouldn¿t fit properly in the lead and extension connectors. It was reported that upon examining the boot, some foreign material was found. It was reported that the foreign material was removed and the operation continued. It was stated that the operation was completed successfully. It was stated that no x-ray or telemetry data was available. No hazards to patient health were reported. It was stated by the attending healthcare professional ¿the operation was completed without problems, but what was that foreign material? At which stage did it get into there?¿ and requested an investigation. It was reported that the hcp found it during tunneling so they continued. It was reported the hcp was told not to use contaminated items from now on. Additional information received reported that the package which had foreign materials mixed inside was ¿unclear¿.